Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported the revision reported in (B)(4) was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However this cannot be confirmed as the femoral component was not available for evaluation. Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard. (H1) updated from malfunction to serious injury.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2019-00170 and #1038671-2019-00172.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2013. Right knee is completely loose, and his tibia has severe osteolysis and almost lost he whole patella.